Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00266179-1-L106,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L107,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L108,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L109,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L110,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L111,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L112,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L113,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to dislocation /instability.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L114,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to dislocation /instability.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L115,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L116,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L117,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L118,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to other/unknown.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L119,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to other/unknown.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L120,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to other/unknown.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L121,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to other/unknown.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L122,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025, using R3 Delta Ceramic Acetabular Liner. From these, one (1) hip required revision surgery due to other/unknown.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA between 01-Feb-2013 and 31-Mar-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, a hundred and twenty-two (122) hips required revision due to the following reasons: thirty-one (31) hips due to infection, nine (9) hips due to dislocation/instability, thirteen (13) hips due to peri-prosthetic fracture, four (4) hips due to malposition/malalignment, fourteen (14) hips due to aseptic loosening, and fifty-one (51) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand four hundred and twenty (3,420) hips underwent primary THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Feb-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 3.1% (2.5%-3.6%) vs 2.8% (2.7%-2.8%) of the class; At 2nd postoperative year: 3.3% (2.7%-3.9%) vs 3.2% (3.1%-3.2%) of the class; At 3rd postoperative year: 3.6% (2.9%-4.2%) vs 3.4% (3.4%-3.5%) of the class; At 4th postoperative year: 3.6% (3.0%-4.3%) vs 3.6% (3.5%-3.6%) of the class; At 5th postoperative year: 3.8% (3.1%-4.5%) vs 3.8% (3.7%-3.8%) of the class; At 7th postoperative year: 4.1% (3.3%-4.8%) vs 4.2% (4.1%-4.2%) of the class; At 9th postoperative year: 4.7% (3.5%-5.9%) vs 4.6% (4.5%-4.6%) of the class; At 10th postoperative year: 4.7% (3.5%-5.9%) vs 4.8% (4.7%-4.9%) of the class;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the study device and the THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L17,,7/23/2026,4/1/2026,R3 Acetabular System,R3 Delta Ceramic Acetabular Liner,,,,,,,,IN,"It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of seventy-three (73) hips underwent revision THA between 01-Dec-2015 and 31-Jan-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of seventy-three (73) hips underwent revision THA between 01-Dec-2015 and 31-Jan-2025 in which a R3 Delta Ceramic Acetabular Liner was implanted. Of these, seventeen (17) hips required re-revision due to the following reasons: eleven (11) hips due to infection, one (1) hip due to dislocation/instability, one (1) hip due to peri prosthetic fracture, and four (4) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Dec-2015 and 31-Jan-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of seventy-three (73) hips underwent revision THA in which a R3 Delta Ceramic Acetabular Liner was implanted between 01-Dec-2015 and 31-Jan-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st postoperative year: 18.2% (8.7%-26.7%) vs 14.2% (14.0%-14.4%) of the class; At 2nd postoperative year: 20.0% (10.0%-29.0%) vs 16.2% (15.9%-16.5%) of the class; At 3rd postoperative year: 24.3% (12.9%-34.2%) vs 17.4% (17.1%-17.7%) of the class; At 4th postoperative year: 27.3% (14.5%-38.1%) vs 18.4% (18.1%-18.7%) of the class; At 5th postoperative year: 27.3% (14.5%-38.1%) vs 19.2% (18.9%-19.5%) of the class; At 7th postoperative year: 27.3% (14.5%-38.1%) vs 20.7% (20.3%-21.0%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the study device and the revision THR class, as determined by overlapping 95% confidence intervals at all postoperative time points evaluated.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L42,,7/23/2026,4/16/2026,SPECTRON Hip Stem System,SPECTRON EF Femoral Component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety two (1,092) hips underwent primary hip procedures between 01-Jul-2013 and 31-Mar-2025, using a SPECTRON Femoral Component. Of these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety two (1,092) hips underwent primary hip procedures between 01-Jul-2013 and 31-Mar-2025, using a SPECTRON Femoral Component. Of these, forty three (43) hips were later revised due to the following reasons: fifteen (15) hips due to infection, thirteen (13) hips due to prosthesis dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening, eight (8) hips due to other-unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON EF Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand ninety two (1,092) primary hip procedures with SPECTRON Femoral Components have been performed in Germany between 01-Jul-2013 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON Femoral Components are performing in line or below with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Cemented Stems (SPECTRON Femoral Components used in 637 hips vs 141,826 procedures listed for the class).;- At 1st postoperative year: 2.2% (1.1%-3.4%) vs 2.4% (2.4%-2.5%) of the class.;-At 2nd postoperative year: 2.8% (1.5%-4.0%) vs 2.8% (2.7%-2.9%) of the class.;- At 3rd postoperative year: 2.8% (1.5%-4.0%) vs 3.0% (2.9%-3.1%) of the class.;- At 4th postoperative year: 2.8% (1.5%-4.0%) vs 3.2% (3.1%-3.3%) of the class.;- At 5th postoperative year: 2.8% (1.5%-4.0%) vs 3.5% (3.4%-3.6%) of the class.;- At 7th postoperative year: 2.8% (1.5%-4.0%) vs 3.9% (3.8%-4.0%) of the class.;- At 9th postoperative year: 2.8% (1.5%-4.0%) vs 4.4% (4.2%-4.5%) of the class.;- At 10th postoperative year: 2.8% (1.5%-4.0%) vs 4.6% (4.4%-4.8%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON Femoral Components used in 63 hips vs 42,987 procedures listed for the class).;- At 1st postoperative year: 4.9% (0.0%-10.2%) vs 6.1% (5.8%-6.3%) of the class.;- At 2nd postoperative year: 4.9% (0.0%-10.2%) vs 6.6% (6.4%-6.9%) of the class.;- At 3rd postoperative year: 8.6% (0.0%-16.9%) vs 7.0% (6.8%-7.3%) of the class.;- At 4th postoperative year: 8.6% (0.0%-16.9%) vs 7.3% (7.1%-7.6%) of the class.;- At 5th postoperative year: 8.6% (0.0%-16.9%) vs 7.6% (7.4%-7.9%) of the class.;- At 7th postoperative year: 8.6% (0.0%-16.9%) vs 8.2% (7.9%-8.6%) of the class.;- At 9th postoperative year: 8.6% (0.0%-16.9%) vs 8.8% (8.3%-9.2%) of the class.;- At 10th postoperative year: 8.6% (0.0%-16.9%) vs 9.0% (8.5%-9.6%) of the class.;;3. Hemiarthroplasty (SPECTRON Femoral Components used in 392 hips vs 92,573 procedures listed for the class).;- At 1st postoperative year: 5.6% (3.2%-8.0%) vs 4.6% (4.4%-4.7%) of the class.;- At 2nd postoperative year: 6.0% (3.5%-8.5%) vs 4.8% (4.7%-5.0%) of the class.;- At 3rd postoperative year: 6.7% (3.8%-9.4%) vs 5.0% (4.9%-5.2%) of the class.;- At 4th postoperative year: 6.7% (3.8%-9.4%) vs 5.2% (5.0%-5.4%) of the class.;- At 5th postoperative year: 6.7% (3.8%-9.4%) vs 5.4% (5.2%-5.5%) of the class.;- At 7th postoperative year: 6.7% (3.8%-9.4%) vs 5.7% (5.4%-5.9%) of the class.;- At 9th postoperative year: 6.7% (3.8%-9.4%) vs 6.0% (5.7%-6.4%) of the class.;;The three most frequent causes of revision were: infections (34.9%), dislocation/instability (30.2%) and other-unknown reasons (18.7%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON Femoral Components accounted for 1,092 implantations out of the 277,386 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L43,,7/23/2026,4/16/2026,SPECTRON Hip Stem System,SPECTRON EF Femoral Component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety two (1,092) hips underwent primary hip procedures between 01-Jul-2013 and 31-Mar-2025, using a SPECTRON Femoral Component. Of these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand ninety two (1,092) hips underwent primary hip procedures between 01-Jul-2013 and 31-Mar-2025, using a SPECTRON Femoral Component. Of these, forty three (43) hips were later revised due to the following reasons: fifteen (15) hips due to infection, thirteen (13) hips due to prosthesis dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening, eight (8) hips due to other-unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Mar-2025 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON EF Hip System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand ninety two (1,092) primary hip procedures with SPECTRON Femoral Components have been performed in Germany between 01-Jul-2013 and 31-Mar-2025. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON Femoral Components are performing in line or below with the respective class subcategory at the available follow-up time (1-9 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;1. Elective THA with Cemented Stems (SPECTRON Femoral Components used in 637 hips vs 141,826 procedures listed for the class).;- At 1st postoperative year: 2.2% (1.1%-3.4%) vs 2.4% (2.4%-2.5%) of the class.;-At 2nd postoperative year: 2.8% (1.5%-4.0%) vs 2.8% (2.7%-2.9%) of the class.;- At 3rd postoperative year: 2.8% (1.5%-4.0%) vs 3.0% (2.9%-3.1%) of the class.;- At 4th postoperative year: 2.8% (1.5%-4.0%) vs 3.2% (3.1%-3.3%) of the class.;- At 5th postoperative year: 2.8% (1.5%-4.0%) vs 3.5% (3.4%-3.6%) of the class.;- At 7th postoperative year: 2.8% (1.5%-4.0%) vs 3.9% (3.8%-4.0%) of the class.;- At 9th postoperative year: 2.8% (1.5%-4.0%) vs 4.4% (4.2%-4.5%) of the class.;- At 10th postoperative year: 2.8% (1.5%-4.0%) vs 4.6% (4.4%-4.8%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON Femoral Components used in 63 hips vs 42,987 procedures listed for the class).;- At 1st postoperative year: 4.9% (0.0%-10.2%) vs 6.1% (5.8%-6.3%) of the class.;- At 2nd postoperative year: 4.9% (0.0%-10.2%) vs 6.6% (6.4%-6.9%) of the class.;- At 3rd postoperative year: 8.6% (0.0%-16.9%) vs 7.0% (6.8%-7.3%) of the class.;- At 4th postoperative year: 8.6% (0.0%-16.9%) vs 7.3% (7.1%-7.6%) of the class.;- At 5th postoperative year: 8.6% (0.0%-16.9%) vs 7.6% (7.4%-7.9%) of the class.;- At 7th postoperative year: 8.6% (0.0%-16.9%) vs 8.2% (7.9%-8.6%) of the class.;- At 9th postoperative year: 8.6% (0.0%-16.9%) vs 8.8% (8.3%-9.2%) of the class.;- At 10th postoperative year: 8.6% (0.0%-16.9%) vs 9.0% (8.5%-9.6%) of the class.;;3. Hemiarthroplasty (SPECTRON Femoral Components used in 392 hips vs 92,573 procedures listed for the class).;- At 1st postoperative year: 5.6% (3.2%-8.0%) vs 4.6% (4.4%-4.7%) of the class.;- At 2nd postoperative year: 6.0% (3.5%-8.5%) vs 4.8% (4.7%-5.0%) of the class.;- At 3rd postoperative year: 6.7% (3.8%-9.4%) vs 5.0% (4.9%-5.2%) of the class.;- At 4th postoperative year: 6.7% (3.8%-9.4%) vs 5.2% (5.0%-5.4%) of the class.;- At 5th postoperative year: 6.7% (3.8%-9.4%) vs 5.4% (5.2%-5.5%) of the class.;- At 7th postoperative year: 6.7% (3.8%-9.4%) vs 5.7% (5.4%-5.9%) of the class.;- At 9th postoperative year: 6.7% (3.8%-9.4%) vs 6.0% (5.7%-6.4%) of the class.;;The three most frequent causes of revision were: infections (34.9%), dislocation/instability (30.2%) and other-unknown reasons (18.7%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON Femoral Components accounted for 1,092 implantations out of the 277,386 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L21,,7/23/2026,4/16/2026,SPECTRON Hip Stem System,SPECTRON EF Femoral Component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2025, using SPECTRON femoral component. Of these, one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one hundred and thirty-two (132) hips underwent revision THA between 01-Jul-2013 and 31-Mar-2025 in which a SPECTRON EF Femoral Component was implanted. Of these, twenty-two (22) hips required re-revision due to the following reasons: five (5) hips due to infection, three (3) due to dislocation/instability, one (1) due to periprosthetic fracture, one (1) due to aseptic loosening, twelve (12) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and thirty-two (132) hips underwent revision THA in which a SPECTRON EF Femoral Component was implanted between 01-Jul-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st post-operative year: 14.2% (7.7%¿20.3%) vs 11.3% (11.1%¿11.6%) of the class; At 2nd post-operative year: 14.2% (7.7%¿20.3%) vs 13.3% (13.1%¿13.6%) of the class; At 3rd post-operative year: 15.8% (8.6%¿22.4%) vs 14.6% (14.3%¿14.8%) of the class; At 4th post-operative year: 15.8% (8.6%¿22.4%) vs 15.6% (15.3%¿15.9%) of the class; At 5th post-operative year: 22.2% (12.1%¿31.0%) vs 16.4% (16.1%¿16.7%) of the class; At 7th post-operative year: 25.0% (13.6%¿35.0%) vs 17.9% (17.5%¿18.2%) of the class; At 9th post-operative year: 25.0% (13.6%¿35.0%) vs 19.2% (18.8%¿19.7%) of the class; At 10th post-operative year: 25.0% (13.6%¿35.0%) vs 19.9% (19.4%¿20.5%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the study device and the revision THR class, as determined by overlapping 95% confidence intervals across all reported postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L22,,7/23/2026,4/16/2026,SPECTRON Hip Stem System,SPECTRON EF Femoral Component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2025, using SPECTRON femoral component. Of these, one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 2 (April 1 ¿ June 30, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one hundred and thirty-two (132) hips underwent revision THA between 01-Jul-2013 and 31-Mar-2025 in which a SPECTRON EF Femoral Component was implanted. Of these, twenty-two (22) hips required re-revision due to the following reasons: five (5) hips due to infection, three (3) due to dislocation/instability, one (1) due to periprosthetic fracture, one (1) due to aseptic loosening, twelve (12) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON Hip Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one hundred and thirty-two (132) hips underwent revision THA in which a SPECTRON EF Femoral Component was implanted between 01-Jul-2013 and 31-Mar-2025 in Germany. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; At 1st post-operative year: 14.2% (7.7%¿20.3%) vs 11.3% (11.1%¿11.6%) of the class; At 2nd post-operative year: 14.2% (7.7%¿20.3%) vs 13.3% (13.1%¿13.6%) of the class; At 3rd post-operative year: 15.8% (8.6%¿22.4%) vs 14.6% (14.3%¿14.8%) of the class; At 4th post-operative year: 15.8% (8.6%¿22.4%) vs 15.6% (15.3%¿15.9%) of the class; At 5th post-operative year: 22.2% (12.1%¿31.0%) vs 16.4% (16.1%¿16.7%) of the class; At 7th post-operative year: 25.0% (13.6%¿35.0%) vs 17.9% (17.5%¿18.2%) of the class; At 9th post-operative year: 25.0% (13.6%¿35.0%) vs 19.2% (18.8%¿19.7%) of the class; At 10th post-operative year: 25.0% (13.6%¿35.0%) vs 19.9% (19.4%¿20.5%) of the class;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the study device and the revision THR class, as determined by overlapping 95% confidence intervals across all reported postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;